Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the patient/lay-user's daughter contacted lifescan (lfs) alleging that her mother was experiencing a display issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported that the alleged issue with the subject meter's entire display containing a cloudy background began on an unspecified time "4 days ago". She stated that her mother manages her diabetes with pills, diet and/or exercise and due to the alleged issue she denied making any changes to her usual diabetes management routine. The patient's daughter claimed on an unspecified time, the "same day as the product issue", her mother felt "shaky". She denied her mother received any form of medical intervention in response to her symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 12/12/2011 with the following findings: the display issue was unfounded. Unrelated to the issue, the meter was found to have eeprom failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.